Manufacturer narrative:
Corrosion was discovered the internal components of the device, including the motor and rotor. The presence of corrosion in the device was identified as the probable cause of the reported bias current error.

Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.